Event description:
A u.s. Distributor contacted zoll to report that a patient passed away on (B)(6) 2014 at home. At 01:25:57 on (B)(6) 2014, the lifevest detected an idioventricular rhythm at 90 bpm transitioning to vt at 120 bpm. The 120 bpm was below the patient's programmed threshold. The patient's rhythm converted to asystole with intermittent cardiac activity at 01:35:59. The patient received a treatment defibrillation at 01:36:58 in response to asystole. The post shock rhythm was asystole. Oversensing of small cardiac signal contributed to the false detection. Between 01:38:40 and 01:42:10 the patient's heart rhythm was asystole with CPR artifact. The presence of CPR artifact indicates the presence of bystanders. The electrode belt was disconnected at 01:42:29.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Patient's electrode belt has not been returned. Review of the patient's flags does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse. Review of the data does not indicate any device malfunction related to the defibrillation event. No information to suggest the device caused or contributed to the patient's death.